Manufacturer narrative:
Replacement parts were sent to customer, issue resolved. The customer could not provide serial number on the 11yr old product, but they did state that the unit would have been installed between 1990 and 1995. Further evaluation has determined that expected wear over time applies. No further investigation required.

Event description:
Customer reported to natus medical on (B)(6) 2017 that some bulbs in their olympic bili-lite model 33 unit were not exhibiting proper irradiance even after swapping out those bulbs with new ones. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.